Manufacturer narrative:
Correction made to b5: it was reported that the box of an unspecified quantity of flexicap disconnect caps was damaged from ups (previously reported as flexicap was damaged). External packaging defects do not impact potential sterility breaches. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of flexicap disconnect caps were damaged. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.